Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "mid-term outcome of total hip arthroplasty in patients with progressive pseudorheumatoid dysplasia" written by michel-henri fessy, md, phd, laurent jacquot, md, jean-charles rollier, md, julien chouteau, md, phd. Tarik ait-si-selmi, md, hugo bothorel, meng, and jean-christophe chatelet, md published by the journal of arthroplasty made available online on 26 july 2019. The article's purpose was to report the 10 year survival of a contemporary dm cup (non-depuy) as well as its clinical and radiographic outcomes. It is noted that depuy uncemented corail stem was utilized in all the patients. The femoral head and liner were non-depuy. Table 2 provides patient identifiers of patients who received revisions. This complaint captures those patients with revisions related to the stem. Depuy product: corail stem. Adverse events: patient 5, (B)(6) female revised for periprosthetic femoral fracture, stem size 8.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.